Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full analysis.

Event description:
It was reported that the patient had a systemic (B)(6) infection. The implantable pulse generator (ipg) and leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4092-52, lead, (B)(6) 2003. (B)(4).

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from review of the manufacture's database that the patient died 18 days post explant of the ipg system. A cause of death was requested but not received.